Event description:
It was reported that three devices were used during a laparoscopic nissen fundoplication. It was reported by the affiliate that when dissecting with the bcd10 instruments (three), the cotton was loose and fell off into the patient. The surgeon wasn't completely sure that all of the cotton was found and retrieved. No sharp instrument was used at the same time as the cherry dissectors.